Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 300-400's mg/dl. The contact reported due to an underlying condition, the customer had elevated triglyceride levels which then caused the bg level to elevate. The customer was hospitalized for the elevated triglycerides and the bg level was treated with an intravenous insulin drip. The contact reported that the hospitalization was not related to the performance of the pump or supplies.

Event description:
The customer reported to have been discharged on (B)(6) 2017.